Event description:
Reporter alleged dosing insulin, amount not provided, based on readings of 520, 147, 480, 240, 375, and 190 mg/dl. Reporter stated going to the hosp and being admitted for conditions unrelated to diabetes. Reporter stated being treated with an IV, contents unk, and other non-diabetes related testing performed. A request was made for the return of the suspect device and replacement product was sent.